Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted. During the procedure, the device was unable to seat deeper in the patient anatomy due to bifurcation noted. A computed tomography (CT) scan was completed beforehand. A large shoulder in the 135-degree view at 1/3-1/2 was noted. The physician did multiple tug tests to make sure the closure device was anchored. A significant wire bias was noted prior to release of the closure device. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and imaging showed a leak measuring approximately 2.0mm in 135-view on posterior side, likely under fabric. The patient will keep on oral anticoagulation regimen and a follow up CT will be completed in six (6) months and a possible coil will be placed if needed.